Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
During an orif of a left capitellum shear fracture, the surgeon was implanting two 2.4 headless compression screws. During insertion of the 2nd screw, he inserted the guide wire and pre drilled with the cannulated drill bit. The drill was apparently off angle of the guide wire. Surgeon implanted the 2nd screw and had difficulty counter sinking. X-ray revealed the distal tip of the guide wire had broken in the bone and was not retrieved. Procedure was completed with no additional issues.